Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of extreme drowsiness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that they had received frequent loss of prime warnings causing a delay in insulin deliver. The reporter reviewed the patient¿s technique with a customer technical support representative and found that the patient was not cycling the cartridge properly. The patient was also using expired cartridges. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.